Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had air bubbles. The blood glucose at the time of the incident was 266 mg/dl. The customer stated that there were bubbles in the holes and he was not getting insulin. The customer treated with the pump. The customer stated that the bubbles were bigger than the normal air bubbles. The customer was assisted with priming but the air bubbles continued to come through. Troubleshooting was not able to resolve the issue. The device was not returned for analysis.